Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for cranial resection. It was reported that the system became unresponsive when they got to the register task. The site made plans and when they proceeded to register, the screen would flash and the system became unresponsive. The site tried rebooting 3 times without resolution. The site aborted imaging/navigation but were able to successfully complete the case. The length of extended surgical time was less than 1 hour. After further investigation, it turned out that the machine was not freezing up. It was noted that what they were trying to say was that the axiem was not picking up. After an employee accidentally stepped on some cords she then plugged them back in the machine magically started working. They did a system check out on the s7 and could not recreate the problem. There was no reported impact to patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the issue could not be confirmed or replicated, no components were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. A software investigation found that it was not possible to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. The software is functioning as designed. If information is provided in the future, a supplemental report will be issued.